Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). The xience prox stent was implanted successfully; however, during removal of the device, the distal part of the catheter shaft separated. The distal balloon catheter was inside the guiding catheter when the separation occurred; therefore, it was retrieved together with the guiding catheter. The patient is doing fine. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received stating that there was no resistance during advancement or removal of the device. No additional information was provided.